Manufacturer narrative:
Retrospective report form code: (B)(4). The device was received for evaluation. Visual inspection of the returned hgp ii cup flexible drill, confirmed a bent/unraveled stainless steel flexible shaft. Device history records were not reviewed as this is a previously investigated design issue. This device was used for treatment. The failure mode of bent/unraveled stainless steel flexible shafts, of hgp ii cups flexible drills has been previously investigated and has been addressed by a design change. Based on the manufacture date, the returned device has a potential field age of 1 year and 2 months. Review of complaint history identified no previous complaints for the part-lot combination associated with the reported device. This report, along with the additional attached summarized events for a total of 168 events are being reported under exemption number e2016007. These mdrs were identified during an internal retrospective review to meet reporting requirements and therefore are being filed retrospectively.

Event description:
It was reported that during a total hip procedure, the long flexible drill bit was being used for placement of an acetabular screw. The flexible shaft started to uncoil and break. There was a 3 minute delay in surgery and surgery was completed with another device.